Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) observed on the right ventricular (rv) lead. Reprogramming was completed that resolved the twos issue. The rv lead remains in use. No patient complications have been reported as a result of this event.